Manufacturer narrative:
Unit received motor error alarms during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. However unit passed 10u bolus delivery and displacement test. Cracked case upper corners of display window, cracked on reservoir tube and lip, missing end cap sticker and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was performed. The device was returned for analysis.